Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned and analyzed. Analysis revealed no anomalies. The analyst commented that there was blood on the proximal conductor of the lead and it was not obstructed, the distal low voltage electrode of the lead was covered in blood and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. Additionally, helix extension/retraction and length testing were also performed; all results (including electrical testing) were within specified parameters.(B)(4).

Event description:
It was reported that the lead had dislodged. During a reposition attempt, it is suspected that the lead was damaged as blood ingression was observed. The lead was explanted and replaced with a new lead. No patient complications have been reported as a result of this event.